Event description:
It was reported by service report that the fowler was stuck in the raised position and could not be lowered. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler.